Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On 8/10/2017: the customer's clinical diabetes specialist reported the customer was to wear the pump in a case in order to prevent abrupt temperature changes to the pump. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer experienced blood glucose (bg) levels ranging between 300-548mg/dl and large ketones. Correction boluses were delivered to address the bg levels. A system check was performed and the occlusion alarm was found to be within the cartridge. A supply change was performed and additional occlusion alarms occurred. During a follow-up, it was reported that the customer went to the emergency room (ER) due to the elevated bg level of 548mg/dl caused by the occlusion alarms. While in the ER, the customer received treatment in the form of manual injections and intravenous therapy. The customer was released from the ER later on in the day.